Event description:
The customer claims that the flange on either side of the syringe broke off each time.

Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.